Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, noise on both unipolar and bipolar and lead fracture were observed on the atrial lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.